Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The allegation of premature battery depletion was confirmed due to a high current drain that was isolated to an internal component on the level translation. This current drain is consistent with a gate oxide short.

Event description:
Boston scientific received information that this device¿s battery was suspected to have prematurely depleted. Data analysis provided to engineering determined there was an increase in power consumption leading to the battery being drained of its longevity. The cause of the power increase is not known at this time. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.